Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software did not suspend insulin delivery as intended. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support regarding the reported issue, and continued to use pump for insulin therapy.